Event description:
It was reported by service report that there was no power to the bed. The strain relief pulled out of the frame of the bed and the power cord pulled out. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Conclusion - power cord reconnected.